Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump was unable to verify battery out limit alarm or low predicted alarm due to unresponsive buttons. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad and button. The insulin pump had cracked case at display window corner.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working due to keypad anomaly. The blood glucose reading is 79 mg/dl. Nothing further reported.